Event description:
The customer reported two false positive results with the ID now covid-19 assay performed on two different dates. This MFR. Report addresses patient two (2) of two (2). The patient tested positive with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation pcr testing generated a negative result (sample type and platform unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Catalog #: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-05165.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Patient was tested with the ID now covid-19 assay using bioteke sawab. Nasal sample was used for the ID now covid-19 assay as well as the pcr test. The patient missed a doctors appointment due to false positive results.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m184117 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m184117 and test base part number 190-430 / lot m184117. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m184117 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference.